Event description:
After implantation of certas valve, with ventricular and peritoneal catheter attached to the valve, the surgeon recognized that there was a small hole in the valve, bubbles and csf came out of the chamber. The surgeon is very experienced, she did not use any instruments under the operation. Patient ok, received a new valve. Implantation date: (B)(6) 2012. Explantation date: (B)(6) 2012. Additional information (B)(4) 2012: the device was revised during an intra-operative procedure and before wound closure with no delay greater than 30 minutes. (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the valve was leak tested, and confirmed a leak in the side of the valve at the distal end. The root cause of the problem reported by the customer could not be determined. The production team was informed of this problem and was retrained in this process. A review of the history device records confirmed the valve conformed to the specifications prior to distribution. Based on the investigation this complaint is considered closed. Trends will be monitored for this and similar events.